Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a video-assisted thoracic surgery (vats) left lower lobectomy, during the first firing to perform the resection between upper and lower lobe tissue, the surgeon was able to press the green button but was unable to squeeze the handle. Another cartridge was used to complete the case. There was no patient injury.